Manufacturer narrative:
(B)(4). Date sent: 6/24/2021. D4: batch # 143a04. H6: component code =g04. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device locked out after first firing. When surgeon played with the device outside of the sterile field, away from the patient, he opened and closed the handle a few times, then noticed a piece of plastic fell from the opening where the closing handle and trigger is. Surgery was successfully completed with another new device, there was no delay, and there was no consequence to the patient.